Event description:
The guide seating was fine on the patient. The doctor used drills through the guide, then placed the implant at site#7. The implant was very palatal-- completely out of bone (between lingual plate and palatal soft tissue). The doctor removed the implant and grafted the site. He will free-hand the surgery at a later date.

Manufacturer narrative:
Method: the guide trajectory was reviewed in 4 steps: stone model was drilled with guide and anatomage regular 2.0 handle. Gauge pin was inserted into stone model to help visualize trajectory. Model and gauge pin were scanned and superimposed onto the treatment plan. Virtual implant was created based off trajectory of gauge pin and measured against implant from treatment plan.